Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 130-218 mg/dl.